Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "broken." It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has identified a broken door as the reported condition. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has identified a door issue as the reported codition. The assignable cause was a broken door.